Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the monitor exhibited intermittent power supply. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that since the power supply unit failure has been confirmed, it is presumed that the event occurred due to power supply unit failure. Olympus will continue to monitor field performance for this device.